Event description:
The customer reported intermittently up/down buttons malfunctioning. Patient involved but not injured. The tech was able to complete the procedure.

Manufacturer narrative:
The service rep ordered & replaced the ps3 lift power supply. Verified lift operation with no problems noted.